Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. Two years prior to contacting lfs, the patient reported obtaining 2 readings that were "10 points difference" taken less than 20 minutes apart. The patient reported using oral medications including metformin 500mg 2-3 times per day with diet and exercise to manage his diabetes. The patient reported that he made no changes to his usual diabetes management routine in regards to diet or activity level on the day of the alleged issue. The patient reported due to the alleged issue, he took an increased dose of metformin. The patient reported 1/2 hour after the alleged issue started, he developed symptoms of "shakiness" which he associated with high blood glucose. The patient did not report receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site to obtain the samples. The cca noted that the subject meter was in the correct unit of measurement. The cca documented that the patient was using the correct test strips, and they were in good condition. However no control solution test was completed due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims the subject meter was reading inaccurately therefore resulting in a delay of treatment, and he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.